Event description:
It was reported that a user experienced hyperglycemia while using the ilet after changing infusion supplies; the user reported a fingerstick blood glucose of 457 mg/dl, received an alert for an expired infusion set earlier, and believed a step was missed during the set change, then disconnected and reverted to multiple daily injections. Symptoms included high blood glucose. Outcomes included user-performed troubleshooting, temporary discontinuation of pump therapy, and return of glucose to range following a manual insulin injection. Investigation included telephone-based troubleshooting and user education on safe reconnection timing after manual insulin. Investigation of this case revealed that the hyperglycemia was consistent with infusion set or use-related issue during the supply change, although the precise cause remained unclear due to limited detail and no device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.